Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The device pocket was cleaned and the pulse generator was repositioned to a subpectoral location. The leads remained implanted and in use with the chronic device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.